Event description:
The customer called to report excessive no delivery alarms. The customer declined troubleshooting, and requested a replacement insulin pump. Later, the customer's mother called to report that the customer was hospitalized with a high blood glucose reading of 504 mg/dl. The mother didn't have the insulin pump with her at the time of the call. Advised the mother that the insulin pump was already being replaced due to no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.